Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: product ID: d314drg, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to noise, non-sustained ventricular tachycardia (vt) episodes, and a number of short v-v intervals. It was also noted that there was t-wave oversensing (twos). The implantable cardioverter defibrillator (ICD) withheld therapy, but the rhythm appeared to be vt, so it potentially withheld inappropriately. Additional information was obtained stating that the patient was found to be ischemic and the device was working as programmed. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.